Event description:
On (B)(6) 2011, a (B)(6) female patient was injected with 0.6 ml of radiesse dermal filler in the nasal bridge and tip for reshaping. The patient suffered rapid onset of cellulitis, requiring hospitalization and treatment with IV antibiotics.

Manufacturer narrative:
The device history records for radiesse lot 1022655 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. At the time of this report, an update of the patient's symptoms have not been provided.